Event description:
Customer reported to beckman coulter, inc. (Bec) that the unicel dxc 800 synchron system generated erratic iron (fe) result for one patient sample. The erroneous result was reported outside the laboratory. The physician questioned the result and ordered a redraw. Customer reported that they also reran the original sample. The difference between the rerun sample and the redraw sample was within the analyzer's precision claims. Customer reported that there was no impact to patient treatment. Bec customer technical specialist advised the customer to clean the cartridge chemistry sample probe and replace the syringe plunger. On (B)(6) 2011, customer reported that the analyzer has not generated any erroneous fe result since the date of the event. Root cause is unknown.